Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that when starting the functional endoscopic sinus surgery (fess), the navigation system displayed that the localizer was not connected. After a system reboot and moving the universal serial bus (usb) to another port on the axiem integrated port box, everything was functioning as designed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.